Manufacturer narrative:
Section 'suspect device' information references the main component of the system and other applicable components are: product ID: bi30000090, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. Fdm, fdr apply to this analysis. Fdc applies to the investigation as it was reported that the hospital repaired the computer to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the hospital decided to repair the computer themselves to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after booting up the system, the mobile view station (mvs) had a blue screen. There was no patient involved.